Manufacturer narrative:
Product event summary: analysis unable to confirm the reported event; rf (radio frequency) head is working as normal even though cable is twisted. Rf head passed functional testing and passed a bench systems test with a known good programmer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rf (radio frequency) head doesn't work. The rf head was returned for repair. No patient complications were reported as a result of this event.